Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that the helix would not retract when physician attempted to reposition the lead. Lead appeared to be overtorqued upon removal. The lead was not implanted. No patient complications have been reported as a result of this event.